Event description:
The facility reported a fail code 570. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter sevice event. No add'l info is known.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 570 was confirmed. A corrective and preventative action has been initiated.